Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 18 march 2020: lot 181161: (B)(4) items manufactured and released on 17-may2018. Expiration date: 2023-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional components involved in the event, batch review performed on 18 march 2020: gmk-hinge 02.09.2604l femoral component size 4 l (k130299). Lot 182049: (B)(4) items manufactured and released on 25-jun-2018. Expiration date: 2023-05-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-hinge 02.05.04pw femoral wedge posterior size 4/5mm (k102437). Lot 177676: (B)(4) items manufactured and released on 16-jan-2018. Expiration date: 2023-01-04. No anomalies found related to the problem. To date, 16 items of the same lot have been already sold without any other similar reported event. Gmk-hinge 02.09.0412h fixed tibial insert size 4/12mm (k130299). Lot 181587: (B)(4) items manufactured and released on 25-may-2018. Expiration date: 2023-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-hinge 02.07.fcl16065 extension stem - fluted ø 16 l 65 (k120790). Lot 169010: (B)(4) items manufactured and released on 29-mar-2017. Expiration date: 2022-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-hinge 02.07.404fdw femoral wedge distal size 4/4mm (k102437). Lot 174965: (B)(4) items manufactured and released on 22-nov-2017. Expiration date: 2022-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-hinge 02.07.404fdw femoral wedge distal size 4/4mm (k102437). Lot 171396: (B)(4) items manufactured and released on 22-jun-2017. Expiration date: 2022-05-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-hinge 02.05.04pw femoral wedge posterior size 4/5mm (k102437). Lot 172200: (B)(4) items manufactured and released on 12-jul-2017. Expiration date: 2022-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-hinge 02.07.fcl20105 extension stem - fluted ø 20 l 105 (k120790). Lot 162554: (B)(4) items manufactured and released on 15-sep-2016. Expiration date: 2021-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-hinge 02.07.0005 offset connector 5 mm (k102437). Lot 178309: (B)(4) items manufactured and released on 12-mar-2018. Expiration date: 2023-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
Revision surgery performed after 1 year and 7 months after the primary due to an infection. The surgeon revised all implants, done a washout and installed a cement spacer. The pathogen is unknown.